Manufacturer narrative:
It was reported that three students developed eye irritation and skin irritation on their forehead after wearing this cap. One student was treated with an antibiotic ointment. The other two students were treated with an otc eye drop. The etiology of the eye irritation is unknown. Unused samples from the same lot were returned and sent to an independent lab. The test results revealed that the samples were non-cytotoxic. A root cause has not been determined. It is unknown if the bouffant cap caused or contributed to the reported skin and eye irritation. However, due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that three students developed eye irritation and skin irritation on their forehead after wearing this cap.